Manufacturer narrative:
The insulin pump had blank display due to total moisture damage on the electronic assembly. Analysis was unable to confirm button error complain due to blank display anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.